Manufacturer narrative:
Analysis found the pins of the patient connector were damaged. There was loss of communication, and incoming functional testing failed.

Event description:
The analyzer was returned to the manufacturer's service department for restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.